Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse inputted at a rate of 50ml into the pump, however the doctor came into the room and found the pump to be running at 100ml. The patient was okay and the device was taken out of service. It was later reported that during the customer's internal investigation revealed from the pump programming data from knowledge portal that the user manually programmed the pump incorrectly. The customer stated it was not a device malfunction. Although requested, no additional information was provided.

Event description:
It was reported that the nurse inputted at a rate of 50ml into the pump, however the doctor came into the room and found the pump to be running at 100ml. The patient was okay and the device was taken out of service. It was later reported that during the customer's internal investigation revealed from the pump programming data from knowledge portal that the user manually programmed the pump incorrectly. The customer stated it was not a device malfunction. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation conclusion: the reported issue of a programming error was confirmed by the user during their internal investigation. No further investigation of this event is possible at this time. Device inspection: the device(s) were not returned for investigation and could not be inspected. The incident administration set was not returned and could not be inspected. Root cause analysis: user error. Device history review: no device history search was performed since no source device serial number was reported by the customer. A review in october 2020 did not find an increasing trend for the reported issue of " programming error". Based on the review and the limited information provided no further investigation actions will be performed. H3 other text : device was not received for investigation.